Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system then passed the system checkout and was found to be fully functional.. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and delayed the surgery by 15-20 minutes. It was reported that the site had difficulty registering the patient. The site attempted to register several times and were unable to get a passing registration. The site stated that the patient reference frame was below the nose and it could not be moved to the forehead. When the site representative tapped on the forehead, the red crosshairs would move, but the reference frame would not, which was a behavior consistent with tapping the model with a registration already present. The site was asked to restart registration then move the non invasive patient tracker model prior to collecting any points, but the surgeon chose to complete the surgery without navigation. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software logs were reviewed for possible additional information. There was not sufficient data to determine a probable cause of the reported event. If information is provided in the future, a supplemental report will be issued.